Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, unexpected restart alarm, rewind, basic occlusion test and displacement test. Unit was monitored for 3 days and no loss of settings noted. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform occlusion test, excessive no delivery test or displacement accuracy test due to prime anomaly. Unit received with broken battery tube threads, cracked reservoir tube, minor scratches on lcd window and corroded battery tube.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported a crack in the insulin pump and it clears settings on its own. The blood glucose value at the time of admission 410 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with the insulin pump. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The customer did troubleshoot the issue and confirmed a large chip by the battery and cracks. The insulin pump will be returned for analysis.